Manufacturer narrative:
The device evaluation identified dirt in the objective unit. Based on the results of the investigation, the most probable cause of the complaint is component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited debris under distal cover glass. There was no patient involvement.